Event description:
It was reported that during set-up of a da vinci si surgical procedure, it was noted that the cable on the large needle driver instrument was broken.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument was returned with one grip open/close cable frayed at the distal idler pulley. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Engineering evaluation also found that the distal idler pulley on which the broken cable was seated had a section that is bent inwards. Engineering concluded that the damage to the pulley is likely due to mishandling and that the damage likely contributed to the cable breakage. The distal end of the main tube has various scratch marks with light material removal. The scratches are .090 - .220 in length and were aligned with the tube axis. Engineering concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.